Manufacturer narrative:
E1 initial reporter phone: (B)(6). Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of cause not established following a review of the reported event details, available information, and product record review. In this case the device was not returned for product analysis therefore limiting the identification of a most probable cause of the reported event. Improper handling, device manipulation or not following the correct instructions during the procedure, alongside the anatomical conditions of the patient, could be contributing factors to the reported issue.

Event description:
It was reported that a catheter issue occurred. An 85% stenosed, 15 x 3.0 mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. An opticross hd imaging catheter was selected for ultrasound examination of the lesion. The catheter could not show the image, was not recognized by the motor, and air was not cleared during flushing. The procedure was completed with another of the same device. There were no patient complications.